Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1416802) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the patient was successfully mynxed on (B)(6) 2015. The patient returned for an office visit one week post and complained of tenderness and redness at the site. An ultrasound was done in the office to rule out a psa (pseudoaneurysm) or hematoma. Oral antibiotics were prescribed and the patient was sent home. The patient then presented to the ER on (B)(6) 2015 for continued groin pain. No further information is available. Stick location: right side intended use: arterial.